Manufacturer narrative:
Block b3: the event date is an approximate. The exact event date was not provided by the complainant. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: dharan, murali, and karthik mathialagan. "Thinking outside the bubble: endoscopic removal of an intra-gastric balloon without dedicated accessory equipment." International journal of gastrointestinal intervention, vol. 14, no. 2, 30 apr. 2025, pp. 85-87, https://doi.org/10.18528/ijgii250005. Block h6 device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf code f2301 is being used to capture the reportable event of additional device required.

Event description:
Boston scientific became aware of an event involving an orbera intragastric balloon system through the published case study, thinking outside the bubble: endoscopic removal of an intra-gastric balloon without dedicated accessory equipment, by murali dharan and karthik mathialagan. Approximately nine months after the implantation, during the ongoing use of the device, the patient presented to the emergency room with abdominal pain, nausea, and vomiting. Anti-nausea medication and acid suppressants were administered but did not improve the patient's symptoms. The patient had a physical exam and CT scan of the abdomen and pelvis. The patient had abdominal tenderness and distension. Imagining showed the balloon hyperinflated. The balloon was removed via endoscopic procedure using a needle knife and a snare.